Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the enteral nutrition is leaking at the junction of the tubing and the enfit piercing tip. The problem is before the perforating plug itself. It is not the junction between the bag and the piercing tip that is the problem, but the junction between the transparent tubing and the base of the enfit socket. The end user is using a joey pump in closed system. There was no patient injury.